Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor was not pairing with the ilet, with three lines displayed on the ilet cgm screen, while the dexcom mobile app continued to show glucose readings; device time on the ilet was also incorrect and was corrected during support. Symptoms included no adverse clinical effects, and the user reported stable glucose with a reading of 160 mg/dl. Outcomes included successful reconnection of the cgm to the ilet after guided restarts and device toggling, confirmation that insulin delivery and alarms were functioning, and correction of the ilet time with subsequent data synchronization. Investigation included guided troubleshooting, device restart, cgm pairing workflow, verification of insulin delivery status, and time setting correction to resolve data alignment. Investigation of this case revealed a temporary communication and synchronization issue between the cgm and ilet, resolved by device restart and proper time configuration, with no evidence of interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity timing factors consistent with normal device behavior after time discrepancies and cgm pairing transitions.